Event description:
Customer reported a failure code 814:01. Customer reported there was no patient injuries associated with this report and there have been no incident reports filed, since the last baxter event. Customer did not have information whether incident occurred during patinet infusion. Although baxter requested, no addtional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.